Event description:
User facility reported 2 inform system results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and 100 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.